Manufacturer narrative:
Additional info received on 1/2/08 informed the MFR that the tip of the shaver blade broke during a wrist arthroscopy. Conmed linvatec is unable to evaluate this failure because the device has not been received. Conmed linvatec contacted the user facility to request the device for eval and to obtain the correct uf/importer report number.